Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-apr-18. Regarding the patient status it was noted that he was still in the hospital to regain strength after an intensive care unit (ICU) stay for withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that the pump battery had high resistance. Eval code-result (B)(4) updated. Eval code-conclusion updated . Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative on (B)(6) 2017 regarding a patient receiving baclofen via an implantable pump for intractable spasticity. It was initially reported the pump was being used to deliver 2000 mcg/ml of gablofen at an unknown dose. However, a pump print-out returned with the device indicated the pump had been programmed to deliver 2000 mcg/ml of lioresal, at 500.1 mcg/day. On (B)(6) 2017 the hcp reported a pump alarm had occurred. At the time , telemetry had not been performed. The hcp had seen the patient the day before ((B)(6) 2017) for a catheter access port aspiration which they do as a standard protocol when they see a new patient. The hcp had confirmed all programming was correct post aspiration. The hcp had recently become the managing physician. The patient started hearing an alarm either the evening of (B)(6) 2017 or that morning, (B)(6) 2017. The patient had gone to the hospital, and the hcp was going to interrogate the pump. The doctor wanted to know if the pump was on the list of devices potentially affected by the battery performance field action. Technical services reviewed that the serial number of the device belonged to the population of pumps potentially affected. The hcp planned to interrogate the pump, and indicated if they see a low battery reset, they will try to program out of the reset, and the patient will likely stay in the hospital until the device can be replaced on (B)(6) 2017. It was reported the patient felt jittery, really could not move, and was jumpy. The hcp believed the symptoms were classic under-dose and withdrawal. Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported premature battery depletion had occurred. The patient was admitted to the hospital. The physician interrogated the pump, and noticed the premature battery alarm noted in the logs. The elective replacement indicator (eri) was at 12 months. The physician gave a bolus and restarted the pump at 500mcg/day. The patient was then admitted to the intensive care unit (ICU) and was sedated. The issue was not resolved at the time. Surgical intervention had not occurred, and it was unknown if surgical intervention was planned. The patient¿s status at the time of the report was noted as ¿alive ¿ no injury.¿ additional information was received from the manufacturer representative on (B)(6) 2017. The patient was taken to the operating room on (B)(6) 2017 in the evening for a pump replacement. The replacement device serial number was provided. The replacement pump was filled with 2000 mcg/ml of lioresal and restarted at 5000 mcg/day. The patient was being sent back to the ICU after the replacement, and was still intubated at the time. There had not been any changes in spasticity yet, and the patient remained sedated. The manufacturer representative indicated the device would be returned to the manufacturer. The device was returned to the manufacturer on (B)(6) 2017. A pump print-out returned with the device indicated the pump had been interrogated on (B)(6) 2017, with the last change occurring on (B)(6) 2017. A ¿reset occurred,¿ ¿reset occurred-low battery¿ and ¿pump in safe state¿ message occurred at 14:44 on (B)(6) 2017. A subsequent ¿pump in safe state¿ message occurred on (B)(6) 2017. It was unknown what other medications the patient was taking at the time of the event. The information was not available to the manufacturer. The patient¿s weight was also unknown. It was indicated the information would not be made available to the manufacturer due to legal/confidential reasons, along with the patient¿s medical history. No further complications were expected/anticipated.